Manufacturer narrative:
(B)(4). Review of photo , provided by user facility , shows the tip of the device is deformed.

Event description:
The customer reports during the insertion of the catheter, it is observed that the dilator does not expand despite the previous insertion of the skin. Another device was obtained for patient use. No patient injury reported.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer did return one photo showing the damaged distal end of a used dilator. A complete visual inspection could not be performed as the actual sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product suggest enlarging the cutaneous puncture site with the cutting edge of a scalpel prior to using the dilator to enlarge the site. The customer reported issue of the dilator tip being damaged was confirmed during review of the customer supplied photograph; however without the device to evaluate, the probable cause could not be determined. A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports during the insertion of the catheter, it is observed that the dilator does not expand despite the previous insertion of the skin. Another device was obtained for patient use. No patient injury reported.